Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s boyfriend reported via phone call that customer was being brought to the hospital for high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer was brought by ambulance to get sugars down. Customer stated they offered troubleshooting but was unable to do so. The insulin pump will not be returned for analysis.